Manufacturer narrative:
Thv/tvt registry. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The heart block is likely related to the mechanism describe above. Investigation results suggest that the death was related to a possible malfunction of the recently implanted permanent pacemaker. The patient had been combative and confused; it is possible a pacing lead had become dislodged, causing the heart rate in the 20-30¿s and then the asystole. The death is considered unrelated to a valve dysfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Conduction system defect which may require a permanent pacemaker is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per medical records, post valve implantation, complete heart block developed for which a permanent pacemaker was implanted. Initially reported through implant patient registry, approximately 21 days post implant of a sapien 3 valve the patient expired. A family member reported the death; as reported, the "valve did not work". No other cause of death was reported. Upon review of medical records (procedure, hospital transfer records and discharge summary) the patient underwent a tavr procedure with a 23mm sapien 3 valve via right subclavian approach. Upon arrival to the hospital the morning of the procedure she was tachycardic, hypertensive and in pulmonary edema. Once stabilized the tavr procedure took place that day. Post valve implantation, complete heart block developed for which a permanent pacemaker was implanted. Echo immediately post procedure indicated only mild aortic regurgitation. The patient was transferred to cvicu in stable condition. The patient remained hospitalized for approximately 3 weeks and during this time developed acute on chronic renal failure, a deep vein thrombosis in her left calf, dysphagia for which a feeding tube was inserted. During the insertion of the feeding tube the esophagus was perforated and also a pneumothorax occurred, requiring a chest tube. The patient developed occult blood in her stools ¿in the setting of the traumatic feeding tube placement¿ and also developed tracheobronchitis secondary to the endotracheal tube; and possible pneumonia. However, during this time her ejection fraction (ef) improved from 42% to 55%. Her respiratory failure improved and eventually resolved; she was transferred to another hospital for convenience for the family. The patient developed metabolic encephalopathy with metabolic acidosis and became deconditioned, combative and confused. Post procedure 19 days per physician progress notes: ¿nursing staff turned the patient at 4am. Then at 5:15am, the monitor captured sinus bradycardia 20-30¿s (not sure how this happened, patient has a new pacer for recent complete heart block). Then at 5:23am monitor showing asystole, patient not responding, no pulse, breathing or movement. Patient is dnr status. Time of death 5:23am.¿ review of echocardiogram performed 7 days post-tavr revealed moderate pvl, mild cai, peak gradient 29mmhg, mean gradient 16mmhg, ava 1.1cm2. An additional echocardiogram performed 12 days post-tavr indicate that the pvl had improved to mild. No specific values were given for gradients or valve area. The presence of cai was not mentioned. Lvef had improved from 42% to 55%.